Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as received with reduced dwell simulated treatment was performed on the cycler and passed. The cycler underwent and passed a touch screen test, voltage verification check, system air leak test, valve actuation test, teach pumps, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away on the cycler. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient (male) expired peacefully at home on (B)(6) 2024 while sleeping. The patient¿s spouse discovered her husband had expired sometime during the night. The patient¿s spouse declined having an autopsy performed, and the patient was taken directly to the funeral home. The patient¿s treatment data from (B)(6) 2024 showed the treatment was completed despite the patient¿s passing, and no alarms were noted. The pdrn stated the primary cause of death was a cardiac arrest, secondary to multiple cardiac comorbid conditions. The pdrn stated the patient¿s liberty select cycler has not been scheduled for pick-up. The pdrn confirmed the patient was undergoing ccpd therapy when he expired; however, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s). The pdrn was unable to provide any patient demographics, medical history, or ccpd orders due to the patient¿s electronic medical record being closed. Additionally, the patient transferred from an unknown outpatient home dialysis to clinic to fms-katy home-8380 only a few days prior to his expiration.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away on the cycler. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient (male) expired peacefully at home on (B)(6) 2024 while sleeping. The patient¿s spouse discovered her husband had expired sometime during the night. The patient¿s spouse declined having an autopsy performed, and the patient was taken directly to the funeral home. The patient¿s treatment data from (B)(6) 2024 showed the treatment was completed despite the patient¿s passing, and no alarms were noted. The pdrn stated the primary cause of death was a cardiac arrest, secondary to multiple cardiac comorbid conditions. The pdrn stated the patient¿s liberty select cycler has not been scheduled for pick-up. The pdrn confirmed the patient was undergoing ccpd therapy when he expired; however, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s). The pdrn was unable to provide any patient demographics, medical history, or ccpd orders due to the patient¿s electronic medical record being closed. Additionally, the patient transferred from an unknown outpatient home dialysis to clinic to (B)(6) only a few days prior to his expiration.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the patient¿s serious adverse events of cardiac arrest and death, as the patient was undergoing treatment when the serious adverse events occurred. Per the patient¿s pdrn, the primary cause of death was cardiac arrest, secondary to the patient¿s multiple cardiac comorbid conditions. The pdrn confirmed the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.